Event description:
A customer reported a signal loss issue with the adc device, with use with phone (samsung galaxy a12, android os: 13) application. Due to this issue, the customer experienced hypoglycemia with symptom of sweating, and required unspecified treatment by spouse. (B)(4). Field action fa1010-2023 was issued to all impacted countries on 08-feb-2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung galaxy a12/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.